Event description:
The pt worked in the administrative building of a maximum security prison, and felt an overstimulation sensation in her area of paresthesia, while in 4 separate office rooms. The pt did not feel overstimulation while in the hallways, outside of the offices. The pt was at home at the time of the call; her status was reported as 'good'. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.